Manufacturer narrative:
Initial.

Event description:
It was reported that the connector broke off inside the ilet, preventing disconnection and removal of the cartridge, and a replacement device was arranged; the affected device component was the connector/coupler. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical issue consistent with a failure to disconnect involving the connector/coupler. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.